Manufacturer narrative:
Additional information for b5: upon follow-up, it was reported that the patient had recovered from peritonitis. At the time of this report, pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin injection (1g, once every 3 days) and amikacin injection (70mg) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. At the time of this report, antibiotic treatment was ongoing, and the patient was recovering from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.